Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, possible left breast capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses was suffering from bilateral breast pain, muscle deformity, and squeezing sensation. The patient reported that there was possible capsular contracture (baker grade unknown) in her left breast. In addition, a seroma was drained from her breast on the same date as the implantation procedure. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.